Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2017) is considered to be a best estimate. This emdr represents the bard flat mesh (device 2). An additional supplemental emdr was submitted to represent the ventralight st mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2017 - patient was diagnosed with incarcerated incisional hernia thereby underwent laparoscopic repair with the implant of ventralight st mesh (device 1). Per op notes, "incisional hernia was identified at the umbilicus with incarcerated omentum and another hernia was found superior. A ventralight st mesh (device 1) was placed to cover both the defects in abdominal cavity using sutures." On (B)(6) 2018 - patient was diagnosed with incisional hernia at left upper quadrant trocar site thereby underwent open repair with the implant of bard flat mesh (device 2). Per op notes, "there was a visible hole from the trocar going into the properitoneal space. A piece of bard flat mesh (device 2) was placed into the area over the rectus sheath and internal obliques using sutures." On (B)(6) 2019 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the explant of bard flat mesh (device 2) and implant of phasix st mesh (device 3) and preshaped mesh (device 4). Per op notes, "attention to the right lower quadrant, a hernia sac was elevated at pubic tubercle. The floor was attenuated and a onlay bard preshaped mesh (device 4) was placed over the transversalis fascia and sutured medially to transversalis and lateral to the undersurface of the inguinal ligament using sutures. Attention to left upper quadrant, old scar was excised. The mesh (device 2) was densely incorporated into the anterior rectus sheath and laterally to the internal oblique musculature was excised. A phasix st mesh (device 3) was cut to size and sutured circumferentially to anterior rectus sheath."